Manufacturer narrative:
(B)(6). (B)(4). Concomitant medical therapy ¿ arcom xl 44-36 std hmrl brng, cat#: xl-115363 lot#: 169520. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01713 - 01714.

Event description:
It was reported that humeral bearing would not engage into the humeral tray. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Humeral bearing and tray are returned for evaluation. As returned the bearing exhibited damage on the grooves. As the bearing was damaged a functional check was not performed. The bearing was inspected and dimensions taken are within specifications. The ringlock shows slight bend. The tray was cut for dimensional analysis and it is within specifications. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.